Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, on the esophagus and stomach anastomosis, the surgeon was able to press the green button and squeeze the handle. The surgeon was not able to fire the three reloads. Two times with the powered handle and one time with the single use device. After changing to another reload, they had no problem to fire. There was no patient injury.